Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 16, 2014. Upon further investigation, the device evaluation has been corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition duplicated and confirmed. It was determined that this was due to a transistor defect. The assignable root cause was determined to be due to manufacturing and design issue. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a veterinary angular limb correction surgery, it was observed that the small electric drive device would not reverse. It was further clarified that the device worked well as a ¿saw but not as a driver¿. There were no delays to the surgical procedure as a spare device was available for use. There was an animal patient involved in the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacture facility was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.